Event description:
A home patient (hp) contacted baxter's technical service center to request assistance with bypass on the home choice (hc) machine during initial drain. During troubleshooting with the technical service representative (tsr), the hp stated, he was using two patient line extensions and saw an air bubble. The tsr advised the hp to start over with all new supplies. The tsr assisted the hp with ending therapy. On (B)(4) 2010 product surveillance spoke with the hp's nurse who stated she spoke with the patient this week and was not aware of the patient having problems with priming the machine; the nurse stated, the patient does well with therapy. The nurse stated, this patient is very careful and cautious with his set up. The nurse stated, the patient has not alleged any issues or defects with his therapy products. The nurse confirmed this patient has not reported any adverse symptoms and infections. On (B)(4) 2010 product surveillance also spoke with the hp who stated, he was careful with his set up and checks for air every time. The hp confirmed if he ever has a problem, he calls the number located on the hc. The hp stated, he was feeling fine and there was no infection as a result of this event.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). No product sample is available for evaluation. Should any additional information become available, a follow-up report will be submitted.